Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing, stress testing, and internal inspection without duplicating the report. The log does suggest that insufficient oxygen was being supplied to the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old patient (gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.